Event description:
It was reported by the affiliate that the (1) al326 was used during a laparoscopic cholecystectomy. It was reported that the distal part of the jaw came away from the instrument. The case was completed with another instrument. There was no consequence to the pt.